Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited high, out-of-range defibrillation impedance. It was suspected that the rv lead was fractured. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.